Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. It was stated that the patient was hospitalized and not able to be discharged until a replacement cycler was issued. The hospital nurse reported the patient had draining problems on the cycler and there was no additional information known. Attempts to obtain additional information were unsuccessful. A pd nurse at the patient¿s clinic could not confirm the hospitalization. There was no documentation in the clinic records of the patient being in the hospital. The pd nurse stated the nurse manager requesting the replacement cycler must have been from the hospital as they were not at the clinic. No further information was available. It is unknown why the patient was hospitalized. There is no documentation that shows the liberty select cycler was the cause of the patient¿s hospitalization.